Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to a coronary artery bypass grafting (CABG) and normal generator change-out, the device could not be interrogated. Upon review, it was noted that battery performance alert was triggered on (B)(6) 2019. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician, and subsequently, the device was explanted and replaced. The CABG procedure was completed successfully. The patient was stable throughout the event.

Event description:
New information received notes that on the day of the procedure, when the device failed to be interrogated, premature eol was suspected.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.